Event description:
The day following the carotid stenting procedure, the physician detected a slight paralysis of the left leg and conjugated deviation. Though, on the day of the procedure, there was no deficit. Also, there was no focus of disease detected in mr images immediately after the procedure. The patient was diagnosed with a stroke. The patient is a male. The patient has a history of hypertension and hyperlipidemia. The patient also has undergone radiation therapy for a malignant tumor in the cervical area. The target lesion was located in the carotid artery (side unknown). The vessel was described as slightly calcified, slightly tortuous and the rate of stenosis is 90%. The lesion was pre-dilated with a 4mm balloon. An angioguard distal protection device was in place distal to the lesion when the lesion was pre-dilated, and two precise stents were placed and post-dilated with a 4mm balloon (brand unknown). The angioguard was removed. Act was recorded as 340. The patient was neurologically intact when taken from the angio suite. The next day, the patient suffered a slight paralysis of the left leg and conjugated deviation. The patient was diagnosed with a stroke. The patient currently is continuing rehabilitation therapy. The basic activity of living has almost been recovered. There is still a slight paralysis in the left superior limb but the condition is improving.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that the angioguard device used in this procedure has already been reported for an adverse event of hypoperfusion under mfg report # 1016427-2008-00044. Please note that this medwatch report represents one of two cordis products that was involved in the same procedure and is related to mfg# 9616099-2008-00539 and 9616099-2008-00540.